Event description:
Trocar tip failed to retract open for peritoneal entry. The fully extended tip then entered the retroperitoneum without causing significant injury.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, device permanently removed from service. Invalid data - on device destroyed/disposed of status.